Event description:
During application training, it was discovered that the foreign language versions of the prescription system can incorrectly convert the camera scaling factors used when planning multi-leaf position values for export to the collimator system. The collimator system defined treatment field for the sl series of linear accelerators. Camera scaling factors to 1.00 to 1.05 are incorrectly truncated to 1.00 resulting in a possible maximum multi-leaf collimator position error of 5%. Allegedly, this will result in an underdose to the pt.